Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer read online that the pump can become disconnected at the luer lock without being manually unscrewed. The customer did not provide further information regarding the online report. The event did not occur with the customer. Tandem technical support advised the customer to confirm that the luer lock was tight and secure prior to use. The customer acknowledged the information.